Manufacturer narrative:
Additional information: a third single-use device was received for evaluation. The device was received containing no fluid in the bladder. When the device was being filled with solution for a functional flow test, a leak was observed at the solvent-bonded junction of the tubing and the luer. The cause of the leak was determined to be a manufacturing issue. A functional flow rate test was unable to be performed. The reported problem of no flow could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
For two of the reported events, the samples were received at the plant for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed on each sample, continuous flow was observed from the distal luer. A functional flow rate test was performed, and the flow rate of each device was found to be within specification. The reported condition was not verified. The samples were found to operate per specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 3 </noe> malfunction events. It was reported that three small volume folfusor would not flow. For two of the reported events, the device would not flow during patient infusion. These events involved a patient with no patient consequences. For the third event, the device would not flow before patient use. There was no patient involvement. No additional information is available.